Event description:
It was reported a low recirculation volume apd set with cassette appeared damaged. The event was further described as the devices ¿either had a noticeable sliced hole or a scratch mark varying in severity¿. The event occurred during unspecified process step while performing peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.